Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-06285 for the other associated device info. It was reported to boston scientific corp that two rotatable oval snares were used during an esophagogastroduodenoscopy procedure on (B)(6), 2009. According to the complaint, during the procedure, the handle of the snare broke when the physician attempted to retract the snare into the sheath. The physician removed this device from the scope and used another rotatable oval snare and experienced the same issue. A third rotatable oval snare was used to successfully complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-06285 for the other associated device information. It was reported to boston scientific corporation that two rotatable oval snares were used during an esophagogastroduodenoscopy procedure on (B)(6), 2009 (patient weight unknown). According to the complaint, during the procedure, the handle of the snare broke when the physician attempted to retract the snare into the sheath. The physician removed this device from the scope and used another rotatable oval snare and experienced the same issue. A third rotatable oval snare was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual inspection of the suspect device found that the catheter sheath had detached from the strain relief (which is adjacent to the handle), preventing the snare from retracting. The handle assembly was dissected and the braided wires and the dongle shaft were both within specification. The condition of the returned device is consistent with the complaint that the handle broke and the snare could not retract; the complaint was confirmed. The most probable root cause for this event is operational context. Handling of the snare during preparation and/or the procedure may have bent the strain relief, creating resistance upon actuation, which in turn caused the sheath detachment. A review of the device history record (DHR) was performed; no anomalies were noted.